Event description:
It was reported the patient experienced overstimulation and a shocking or jolting sensation. It was noted the patient fell due to the shocking. It was reported reprogramming and impedance testing were performed. It was noted the overstimulation caused pain at the lead location that caused the patient to fall. It was reported the manufacturer representative turned off the patient¿s sensor after several reprogramming attempts. It was reported the patient was getting their stimulator replaced. It was noted the patient needed a new recharger as the old one would not work with the newer stimulator. It was reported the overstimulation and shocking occurred while using the sensor function. It was noted the patient had less than 50% therapy relief. It was reported the patient was doing well aside from surgical pain at the battery replacement site. It was reported the patient was getting a new recharger.

Event description:
It was later reported on 2014-07-14 that exact date that the patient fell was unknown. The manufacturer representative noted that when speaking with the patient in pre-op before the battery was replaced the patient stated that she ¿never really fell but almost went down on her knee.¿ it was noted that the recent details of the event were not what the patient initially reported. The manufacturer representative had not seen the patient since the battery was replaced and was not sure how the patient¿s therapy was as of (B)(6) 2014. It was noted that the patient had a follow-up appointment (B)(6) 2014. It was also noted that the patient received the replacement recharger ¿the next day.¿ it was later reported that the device was replaced with a product from the manufacturer. The implantable neurostimulator (ins) was returned (B)(6) 2014. It was noted that the patient was not in a clinical study. It was later reported that the patient was receiving effective therapy ¿now.¿ it was later reported that a patient programmer with serial number (B)(4)was returned. There was no known complaint regarding this patient programmer. Analysis of the returned patient programmer serial number (B)(4) found that there was no anomaly. It was noted that the face plate was scratched. It was later reported that the stimulation was providing the patient good coverage post battery replacement. Analysis of the recharger serial number (B)(4) found that there was no anomaly. It was noted that the complaint was unverified. There were no issues found during bench testing. In addition, there were no issues with charging ins or recharger or communications.

Manufacturer narrative:
Analysis results of the implantable neurostimulator (ins) were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).